Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus custom system). The relay nbs plus custom system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 .((B)(4)).

Event description:
After correct placement of custom made double branched thoracic stentgraft, patient developed signs of stroke. Assessment of cause seems difficult because multiple devices were used. Stentgraft in aortic arch, amplatz plug in lsa, begraft in lcca and excluder in bct. Patient kept asleep and tracked accordingly. Death after 12/13 days.